Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked at the septum. The customer indicated that a new cartridge would be loaded. The customer's blood glucose (bg) level was elevated; however, the exact value was not provided. Reportedly, the elevated bg level was addressed with a manual injection.